Manufacturer narrative:
Investigation conclusion: customer's complaint was not replicated with positive calibrator testing on retain and customer return lot w62646b. No issues with tni recovery were observed. Manufacturing batch records for lot w62646b was reviewed in a previous case. Lot met final release specifications. Further investigation was not possible since the customer did not return any samples for testing. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Additional information: unique identifier (UDI) number added as (B)(4).

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2017, the patient was found unresponsive and pulseless in an assisted living outdoor area. The patient was taken inside and administered CPR until paramedics arrived. The patient was discovered in asystole then developed pulseless electrical activity (pea). The patient developed a pulse enroute to the hospital after over 38 minutes of CPR. At 1:16am, the patient was admitted through the emergency department. The patient was intubated, admitted to intensive care, placed on mechanical ventilation. The patient was determined to have severe hypoxic ischemic encephalopathy on admission. The patient showed no neurologic response with absent response to noxious and verbal stimuli. The pupils were fixed and unresponsive to light. Additionally, the patient had a negative corneal reflex, a negative gag reflex, and negative oculocephalic reflex. Per customer, the vitros analyzer is the facility's primary immunoassay analyzer for tni and the triage meter is used as a back-up when the vitros is not available. The facility's testing protocol is to test serial draws at 1 hour, 3 hours, and 6 hours. The following tests were conducted: at 1:00am: the vitros produced an abnormal tni result of 0.12ng/ml using patient plasma. At 1:33am: EKG 12 lead conducted with a sinus bradycardia rate of 47, normal axis, and nonspecific st-t wave changes. At 5:15am: the vitros produced an abnormal tni result of 0.37ng/ml using patient plasma. At 9:00am: the triage system utilized as the vitros was undergoing routine maintenance. The triage system produced a normal tni result <0.05ng/ml using edta whole blood that was drawn at 8:10am from the patient. At 11:31am: the vitros produced an abnormal tni result of 0.34ng/ml using patient plasma. At 12:00pm: the vitros produced an abnormal tni result of 0.37ng/ml using patient plasma. At 1:00pm: the triage system produced a normal tni result <0.05ng/ml using the same edta whole blood that was drawn at 8:10am from the patient. The facility's normal tni cutoff for the vitros is <0.03 ng/ml; .>0.03 ng/ml risk stratification; >0.12 ng/ml consistent with ami. Additionally on (B)(6) 2017, an eeg showed severe clinical encephalopathy without seizures with generalized marked suppression of cortical electrical activity with intermittent occurrence of clinical myoclonus. The patient was determined to have elevated troponin and a suspected acute subendocardial non-st segment elevation myocardial infarction as the cause of patient's cardiac arrest. The patient was not referred to a cardiologist. On (B)(6) 2017, life support was withdrawn and the patient expired soon thereafter.